Event description:
Pt had treatment for dry eyes on 4/6/94, with mfrs plugs. On 5/27/94, after 7 weeks of normal function, pt developed right dacryocystitis with alpha strep and gram (-) rods requiring dacryocystotomy and drainage of preseptal abscess and IV antibiotics for 7 days. The package insert indicates the plugs are labelled with a radiopaque agent, however the co told rptr that this has never been done. Plug could not be visualized on x-ray as claimed in package insert. (*)